Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had become occluded and was incorporated into the inferior vena cava (ivc). The patient further reported that the filter could not be removed. Attempts to retrieve the filter were not documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment could not be confirmed and the exact cause could not be determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion of the inferior vena cava (ivc) filter, incorporated into the inferior vena cava wall and cannot be removed.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion of the inferior vena cava (ivc) filter, incorporated into the inferior vena cava wall and cannot be removed. Per the implant records, the patient was reported to have a preoperative diagnosis of left lower extremity deep vein thrombosis (dvt). The right and left groin were prepped and draped in sterile fashion, and a needle was used to cannulate the right common femoral vein. Under direct fluoroscopic guidance, a flexible wire was passed into the common iliac vein and advanced into the inferior vena cava. The l2-3 vertebral junctions were identified under fluoroscopy. A venocavagram was performed showing patency of the inferior vena cava with no defects distally and the renal veins were identified. Under direct fluoroscopic guidance the trapease filter was then deployed at the l2-3 junction. The patient tolerated the procedure well. Approximately fourteen years and six months after the filter was implanted, the patient presented for an attempted deep venous recanalization. The medical history at the time noted a known hypercoagulable state, prior ivc filter and iliac vein stent placement complicated by multiple acute occlusions, status post multiple procedures for lysis and venoplasty, in addition to chronic deep venous insufficiency with a history of a chronically thrombosed ivc filter and iliac vein stents. The surgeon explained to the patient that given the long-standing nature of the trapease filter, the surgeon did not believe the filter could be safely removed; however, as a treatment option, there was a possibility of crossing the filter and perform venoplasty around it and stenting through it. The patient underwent ultrasound-guided percutaneous access of bilateral femoral veins and right internal jugular vein; recanalization of chronically occluded bilateral iliac veins and ivc; percutaneous suction thrombectomy of the chronically occluded right external iliac vein, right common iliac vein, and infra renal ivc within the occluded ivc filter and venoplasty and stenting of the distal ivc. The findings included a chronically occluded infra renal ivc associated with chronic indwelling trapease ivc filter; a chronically occluded right common iliac vein stent; chronically occluded right external vein, right common femoral vein and left common iliac vein with multiple surrounding collateral veins; presence of a left external iliac vein to internal iliac vein stent in addition to stenosis of the left external iliac vein and left common femoral vein with a patent left femoral and profunda vein. According to the information received in the patient profile form (ppf), the patient reports the filter is unable to be retrieved, embedded in the wall of the ivc, in addition to an unsuccessful percutaneous removal procedure attempted approximately fourteen years and six months after implantation; however, per the surgical notes, retrieval of the filter was not attempted. The patient further asserts to have suffered from intense abdominal pain which prevents the patient from eating, in addition to anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a recent history of left lower extremity deep vein thrombosis (dvt). The indication for the filter placement was not reported. The filter was implanted via the right common femoral vein and placed at the level of the l2-l3 junction. The patient is reported to have tolerated the procedure well. More than fourteen years after the filter implantation, the patient presented the patient presented for an attempted deep venous recanalization. At that time, the patient¿s medical history was reported to include a hypercoagulable state, chronic deep venous insufficiency. In addition, the patient was noted to have a thrombosed infrarenal filter and previous iliac vein stent placement that had been complicated by multiple acute occlusions with multiple lysis and venoplasty treatments. At that time, the physician recommended not retrieving the filter. The patient then underwent percutaneous recanalization of the chronically occluded bilateral iliac veins and ivc along with thrombectomy of the chronically occluded right external iliac, right common iliac veins, the filter and infrarenal ivc and venoplasty and stenting of the distal ivc. Angiographic findings also revealed multiple collateral veins and a left common femoral vein with a patent left femoral and profunda vein. The patient also indicated that the filter had become embedded into the ivc and was irretrievable; though attempts to retrieve it were not documented. The patient further reported having experienced intense abdominal pain and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment could not be confirmed and the exact cause could not be determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. It does not represent a device malfunction and may be related to underlying patient related issues. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.